Manufacturer narrative:
(B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), post dilation of the implanted valve can cause or contribute to central regurgitation.  Review of the physician training manual notes: ¿if regurgitation is central rather than paravalvular, do not post-dilate¿. In this case, the exact cause of the initial paravalvular leak (pvl) and central aortic insufficiency (cai) is unknown. Multiple attempts were made to obtain additional information. These events may be related to the mechanisms described above. The post dilation which improved the pvl, caused the subsequent wide open cai.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and three months post placement of a 20mm sapien 3 valve in the aortic position via transfemoral approach, the patient returned with moderate central aortic insufficiency (cai) and moderate paravalvular leak (pvl). The team attempted to balloon aortic valvuloplasty (bav) the valve with a 20x4 zmed balloon. The pvl was sealed, but it created wide open ai. The team decided to place a 23mm non-edwards transcatheter valve. Prior to the intervention, it was seen that all three leaflets were moving, but there was one pvl jet and one cai jet. There was no indication (or allegation) of any valve thrombosis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.